Event description:
(B)(6) testing was being done on a kidney donor patient and the roche software created a (B)(6) result which delayed the potential organ donation. The first patient was being worked up as a kidney donor when the patient was told the (B)(6) panel was (B)(6). It was repeated two days later and found to be (B)(6). There was some emotional distress related to the (B)(6) and a delay in getting worked up for donation. The second patient was tested because of acute liver failure, but this patient was not treated for this (B)(6) test. The (B)(6) was repeated and found to be (B)(6).